Event description:
The device was advanced to the lesion and the stent deployed. However, upon removal of the balloon, the stent migrated out of the artery and into the ostium. The physician was able to snare the stent with a retrieval set and remove from the pt.